Event description:
It was reported that the patient developed a post-operative infection. The internal device was explanted in 2007.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.